Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the united states under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient had recurring hip pain so severe that surgeon deemed surgical intervention necessary. On exposure of the joint, it was noticed what appeared to be a severe soft tissue reaction to the implants. Hip joint soft tissue appeared white and rubbery and a large collection of this was found inside the hollow part of the asr head. White milky fluid was present in the joint and there was some blackening of the tissue around the joint capsule.